Event description:
The customer reported to beckman coulter (bec) hotline support that liquid was observed on the drip tray near reagent probe a of their unicel dxc 660i synchron access clinical system. The customer was unable to determine the specific source of the liquid while troubleshooting with hotline support. In addition, the customer alleged erroneous results were generated and provided patient data to bec. A review of the data by bec confirms that results were generated involving a total of 3 patients and multiple analytes which do not meet the assays 2 sd (standard deviation) total precision claims per the analyte chemistry information sheet (cis). Analytes impacted were glucose, alanine aminotransferase (alt), aspartate aminotransferase (ast), alkaline phosphatase (alp), transferrin, total iron binding capacity (tibc), creatinine (cr-s), triglyceride (trig), and high density lipoprotein (hdl). Erroneous results were not released from the laboratory. There was no change or effect to patient treatment in connection with this event. The operator wore gloves, eyewear and a lab coat while troubleshooting. No direct exposure to leaked fluids occurred. Note: sex was entered into section a for 1 patient . The remaining patient demographic information is documented in the attachment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse assigned the cause of the reagent probe a leak to an intermittent collar wash valve failure; the fse replaced the reagent probe a collar wash valve to correct the leak and erroneous results.